Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted insulin during priming. The customer's blood glucose value was unknown. Customer reported pump has rejected new batteries to the point that pt had to take it out and replace it with another new battery and random unexplained no delivery alerts. The devices will not be returned for analysis.